Event description:
It was reported that pump displayed malfunction alarm with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, performed pump reset with guidance, confirmed alarm did not recur after reset, and was advised to continue using pump and to call back if malfunction appeared again.